Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a compressor error message. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse ran the issue the unit with no error codes found. The compressor was tested and the unit was ran for three hours with no issues. The fse performed a preventive maintenance (pm) with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer for use.

Event description:
N/a